Manufacturer narrative:
The insulin pump passed self test and a21 error alarm test. No a17 or a21 alarms. However, the insulin pump was received with minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and external ram error. Customer stated that the device was not stored and the alarms happened during normal use. Blood glucose value is unknown. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.